Event description:
It was reported that, "dr. (B)(6) impacted the cup with moderate force and the inserter broke."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device is being kept by the hospital for their internal review process. Lot code for the reported device was requested, but not made available. The device may become available after the hospital completes their investigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.